Event description:
I had an umbilical hernia which was repaired with ventralex st mesh in 2013, then I formed another incisional hernia in 2015 which more mesh was used ventralight st during this surgery it was found I had extensive scar tissue to my bladder and some type of blockage, then I had another recurring hernia in the same area as the first two surgeries and was fixed without mesh because of all the problems and pain and suffering I'm enduring. I'm scheduled to have both of the mesh removed on (B)(6) 2018.